Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device compared to an unspecified reading obtained an adc meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms described as weakness and dizziness, requiring consumption of a sugary drink for treatment. There was no report of death or permanent impairment associated with this event. Higher readings of 297 mg/dl and 157 mg/dl on the adc device were compared to adc meter readings of 112 mg/dl and 57 mg/dl respectively after 6 days of wear. The results, when plotted on a parkes error grid, fall into the c and d zones respectively, showing the difference in values to be clinically significant. It is unknown when these comparison readings were obtained in relation to the reported adverse event.